Event description:
It was reported that the biomed reports needed to replace 3-4 display screens in past 6 months, all in working order at this time. The information on patient involvement is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Device was not returned to manufacturing facility.